Event description:
A complainant was received that a consumer received a higher blood glucose reading of 81 mg/dl on a softtact/sof sense meter when compared to a valid laboratory reading of 59 mg/dl. These values, when plotted on a clarke error grid, fall into the "d" zone showing the difference in resuslts to be clinically significant. There was no report of death, serious injury or medical intervention associated with the event.